Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that a few times his infusion set's tubing got tugged on and came out. Reportedly, sometimes the tubing came out of the quick release, but the site stayed on his body. No further information available.